Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for material# my8020 and lot# 24035566 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd texium needle-free syringe had foreign matter. The following information was received by the initial reporter with the following information: it was reported by the customer that a 20ml bd texium syringe was noted to have a brown sediment inside the syringe near the tip of the syringe on the treads of the syringe for the texium adaptor.